Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed. An impedance issue and no capture were also noted. The lead was repositioned and remains implanted and active. The patient was stable.